Manufacturer narrative:
D4. Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion in the lower abdomen area, resulting in external exposure of the pump tubing. The pump was subsequently explanted and replaced, while the cuff and pressure regulating balloon (prb) remained on the patient. No further patient complications reported.